Event description:
Environmental services (evs) worker came into MRI department to collect trash, and then proceeded into the MRI scan room. There was a putty knife in her pocket, which the magnet pulled out. The putty knife became a projectile object, flew towards the MRI scanner, and broke a mirror on the head coil. No patient was in the scan room at the time. No injury to staff members occurred. Management from imaging and evs were notified of the incident. This event is considered to be a huge near miss and we are reporting to help increase awareness and promote pt/staff safety. An intense analysis of the event was conducted and an action plan was completed.